Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was not active. Technical services (ts) was contacted and recommended follow up with the physician to review the episode. This ICD remains in service. No additional adverse patient effects were reported.